Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted into the emergency room due to an audible alert. The right ventricular (rv) lead exhibited high and fluctuating impedance values and contains a possible fracture. The lead is planned for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was reviewed and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Additionally, the svc defibrillation impedance rose from 56 ohm on (B)(6) 201 to 112 ohm on (B)(6) 2014.